Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons; the keypad anomaly occurred a few weeks ago and has progressively worsened. The patient's blood glucose at the time of incident was 8.0 mmol/l. Troubleshooting was initiated. There were no alarms in the alarm history. The insulin pump was not cracked. Time changes on the device as well. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response on the down arrow and back buttons due to moisture damage on the keypad traces also, unable to perform displacement test due to unresponsive keypad. The insulin pump had scratched casing minor scratches on the lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly peeling keypad overlay at top corner, faded serial number label and peeling end cap address label.